Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited separation failure and a stretched helix. The ralp was not implanted, and an alternate near at hand was implanted instead. The patient was discharged home same-day.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported event of separation failure could not be confirmed. Visual analysis found that helix length was stretched out of specification; elongated helix is consistent with having occurred during procedure. Docking button diameter was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.